Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative was unable to duplicate the reported error. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed an error message, and the system shut down during a procedure. No patient injury was reported.